Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 42 mg/dl. The customer doctor made an adjustment to the setting to prevent that from happening again. The customer understood that the high blood glucose and low blood glucose might happen the first few weeks while doctor and dcm customized the setting to his needs.